Event description:
It was reported that the patient presented twice with the lead integrity alert triggered for the right ventricular (rv) lead having noise. Also the far field electrograms were small and on the second instance it caused the lead noise algorithm of the device to inappropriately withhold therapy for true ventricular tachycardia. Reprogramming and medication changes were done and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed there was oversensing with a lead noise alert registered on (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).